Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97745bp, serial# (B)(6), product type accessory product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed no anomalies were observed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported maybe couple weeks they are not able to charge the ins because the controller show to replace the batteries and the controller is charged up. Caller stated they have to reset the controller because the controller goes blank when recharging the ins. Patient services specialist (ps) asked caller to connect with controller and controller show ins 30%, controller 70% charged. Ps asked caller to inspect the recharger (rtm) for visible damage and caller said there is no visible damage on the rtm or controller port. Patient stated the paddle got warm but not hot. Caller and patient started charging the ins and getting replace controller batteries. They reported that they received the exchange rtm through the exchange program from this case an d the pt's controller screen would still go white, they still saw the replace batteries and recharge controller messages even when the controller battery was at 90%. They reported that the new controller was received, and the controller screen goes solid white when recharging the ins and they must reset the controller. Pt rep stated they get the low batteries message, and the batteries pack is charged up in the controller. Pt rep stated they received a new rtm recently. Ps asked them to inspect the devices for visible damage and there is no visible damage on the devices. Pt rep and pt started charging the ins and getting excellent quality, controller show ins 90%, controller 100% charged. Ps consulted with the repair dept, and it was determined to replace the controller device.